Event description:
Procedure: neobladder. According to the reporter: the stapler was being used to divide mesentery after resection of the bladder. The stapler fired however, it would not open when the black toggles were pulled. The knife blade advanced to the distal tip of the staple reload and would not open. The jaws would not open upon additional attempts by the surgeon to retract the toggles. The surgeon bovied around the stapler reload and applied a new stapler without further tissue damage. Surgery time extension did not exceed 30 mins.